Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/25/2015 and replaced the diluent filters and rerouted tubing for the filter as the filter was kinked off by the instrument door movement. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there was an uncontained fluid leak of approximately 1ml from a coulter ac&#29984;diff analyzer. The customer also reported a diluent low error message prior to the discovery of the leak. The customer was not wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.